Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a 65-years-old (at the time of initial report) han male patient of han nationality. Medical history included complications of diabetes mellitus. Concomitant medication included insulin glargine used for an unknown indication. The patient received human insulin (rdna origin) injection (humulin, 100u/ml) from cartridge via reusable pen humapen ergo ii, 16 units in the morning, noon and evening , subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2003. On an unknown date, while on human insulin therapy, he was hospitalized every year to adjust his blood glucose levels (he was all hospitalized every year before and after used insulin), and his pre-prandial blood glucose was 24, his post prandial blood glucose was around 17-18 (units, exact values and reference range was not provided). On (B)(6) 2023, the injection button of a humapen ergo ii was malfunction, did not work after being pushed down (pc number: (B)(4) /lot number:1908d01). On (B)(6) 2023, the device was returned to manufacturer. Examination of the device components found all were present in the device and correctly oriented. Therefore, the complaint was initially associated with the reportable malfunction of missing drive clutch was not confirmed as this component was present and normal. However, the keys of the anti-back drive (abd) clicker were damaged. This failure mode (damage to the abd clicker) may include loss of abd functionality and inability to properly set a dose. Malfunction confirmed. There was an evidence of improper use or storage. The front housing thread damage occurred while in the field (not related to the manufacturing process). This is not likely relevant to the event of abnormal blood glucose.outcome and information regarding corrective treatment of event blood glucose abnormal or hospitalization dates was not provided. Human insulin therapy was ongoing. The operator of the humapen ergo ii and his/her training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The humapen ergo ii was continued and the device was returned to manufacturer for evaluation on 19jun2023. The initial reporting consumer assessed the relatedness of the event blood glucose abnormal with the human insulin therapy and humapen ergo ii as unknown. Update 28jun2023: additional information received on 20jun2023 from global product complaint database. Updated suspect humapen ergo ii device malfunction from unknown to yes/cirm; updated device returned to manufacturer and return date. Corresponding fields and narrative updated accordingly. Edit 30jun2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 04sep2023: additional information received on 28aug2023 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 1908d01. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to returned to manufacturer. Added date of manufacture for the device and improper use or storage was updated from no to yes and device malfunction type was not considered as cirm. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 04sep2023 in the b.5. Field. No further follow-up is planned. Evaluation summary: male patient reported the injection button of humapen ergo ii malfunctioned, did not work after being pushed down, had abnormal blood glucose. Investigation of the returned device (batch 1908d01,manufactured mar2019) found that dial spun freely and no clicks were heard. Examination of the device components found all were present and correctly oriented.the complaint was initially associated with the reportable malfunction of a missing drive clutch was not confirmed as this component was present and normal but the keys of the anti-back drive (abd) clicker were damaged.this failure mode (damage to the abd clicker) may include loss of abd functionality and inability to properly set a dose. Malfunction confirmed. No clicks will be observed during an injection, which very likely will be noted by most patients,result in hyperglycemia and potential for an underdose up to 100%. Comprehensive investigation for damage to the abd clicker was conducted.complaint history review did not identify atypical findings with regard to device not working or abd clicker issues.this is the only abd clicker complaint for the batch. An evaluation of the control strategy, batch record and deviation review did not identify a root cause directly attributable to the molding or assembly processes. An examination of retention samples found no abnormalities from the required criteria. The investigation did not identify definitive root cause related to the design, materials, molding process, or assembly process that could result in the damaged abd clicker observed. Therefore, this is an isolated event, and no corrective action is planned at this time. Also noted front housing threads were slightly damaged and evidence of excessive force being applied in the field (outside lillycontrol) was observed. There is evidence of improper use or storage. The front housing thread damage occurred while in the field (not related to the manufacturing process). This is not likely relevant to abnormal blood glucose.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a 65-years-old (at the time of initial report) han male patient of han nationality. Medical history included complications of diabetes mellitus. Concomitant medication included insulin glargine used for an unknown indication. The patient received human insulin (rdna origin) injection (humulin, 100u/ml) from cartridge via reusable pen humapen ergo ii, 16 units in the morning, noon and evening , subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2003. On an unknown date, while on human insulin therapy, he was hospitalized every year to adjust his blood glucose levels (he was all hospitalized every year before and after used insulin), and his pre-prandial blood glucose was 24, his post prandial blood glucose was around 17-18 (units, exact values and reference range was not provided). On 14jun2023, the injection button of a humapen ergo ii was malfunction, did not work after being pushed down (pc number:6544827/lot number:1903d01). On 19jun2023, the device was returned to manufacturer. Outcome and information regarding corrective treatment of event blood glucose abnormal or hospitalization dates was not provided. Human insulin therapy was ongoing. The operator of the humapen and his/her training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The humapen was continued and the device was returned to manufacturer for evaluation on 19jun2023. The initial reporting consumer assessed the relatedness of the event blood glucose abnormal with the human insulin therapy and humapen ergo ii as unknown. Update 28jun2023: additional information received on 20jun2023 from global product complaint database. Updated suspect humapen ergo ii device malfunction from unknown to yes/cirm; updated device returned to manufacturer and return date. Corresponding fields and narrative updated accordingly. Edit 30jun2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.